Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This device was from sales representative's consignement inventory. The surgeon was performing ventriculo-peritoneal shunt procedure. While using the shunt passer, the handle broke off. No patient injury was reported.